Event description:
It was reported that this right ventricular (rv) lead exhibited an increased pacing threshold output of more than 5 volts at 0.4 milli seconds due to lead dislodgement which was confirmed via device interrogation, x ray and fluoroscopy. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.